Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) intravia containers had particulate matter in their bag after zosyn was added. The customer stated that after their filtering process particulate matter was still observed. The customer stated that the particulate matter observed seemed like plastic. The customer stated that an eighteen (18) gauge needle was used to compound the solutions in the bag. There was no patient involvement. No additional information is available.